Event description:
Complainant alleged that during biomed testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. During review of the device history logs, past occurrences of error codes 0x231 and 0x505 were observed. The 0x505 error code occurs when the pads are not aligned face to face, whereas the 0x231 error code is triggered when the device identifies that the pads are not connected. This situation does not indicate a malfunction of the device and will resolve during the subsequent self-test, provided that the pads are properly attached. The device was put through extensive testing including bench handling and stress testing without duplicating the report. The pads returned with the device successfully passed testing. Analysis of reports of this type has not identified an increase in trend.